Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): defect confirmed [x] defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy tested in accordance with specifications. Active device history log review: [n/a ] defect confirmed [x] defect not confirmed. Details of history log: log review shows on 11/1/2025 at 7:33am an infusion start of 100ml/hr and 50ml (dl: ca-glu). At 7:53am upstream pressure alarm stopped infusion with a volume infused to 33.62ml which is the correct volume infused for a 20minute infusion with no further infusions taking place. All information concerning this reported incident has been included in our trend analysis of the product line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported by the user facility: not infusing completely - after 10 mins stopped calculating correct ml.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.